Manufacturer narrative:
During an onsite visit the fse (field service engineer) replaced parts and successfully completed system verification to specification. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported eye tracker issues. Additional information received; a screw came loose causing the illumination pod to become loose. The site held it in place to complete procedures without harm to the patient.